Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the phacoemulsification mode of a cataract extraction procedure there was a loss of power (aspiration). The procedure was completed with no harm to the patient. Additional information was requested and received.

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6. And h.10. The company service representative examined the system and the event was not confirmed. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).